Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient¿s attorney through the filing of a lawsuit that the patient underwent a right hip total arthroplasty on (B)(6) 2010 where he was implanted with a competitor¿s hip system. It¿s further alleged that the hip system failed and had to be revised on (B)(6) 2012 in which a stryker hip system was implanted. After implantation, the patient began experiencing discomfort in his right hip. Diagnostic workup revealed gross failure, fluid buildup, metallosis and marked elevation of serum cobalt and chromium to his right side, thus the patient had the device removed (B)(6) 2017.